Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The manufacture date for this electrode is july 29, 2015.

Event description:
Boston scientific received information that one month post-implant, this subcutaneous implantable cardioverter defibrillator (s-ICD) system was part of a revision due to infection. There were no additional adverse effects reported.